Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was 156 mg/dl. The customer's mother stated that the esc button worked intermittently. The customer did not observe any significant events leading to the keypad. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.